Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. On or about (B)(6) 201 this patient underwent emergent endovascular treatment for treatment of an aneurysm due to a dissection that extended from zone 3 to zone 11. The maximum aneurysm diameter measured 44mm, with the maximum diameter being in zone 4. The patient was asymptomatic and presented urgently. The patient was implanted with four conformable gore® tag® thoracic endoprostheses (tgu343410 (proximal zone 3), tgu343415 (proximal zone 2), tgu373710 (proximal zone 2) tgu373710 (proximal zone 1) tgu404010 (proximal zone 0). A retrograde extension of the dissection was also reported during the procedure. The patient tolerated the procedure. Eight days post procedure, the patient underwent conversion to open repair was performed to treat an extension of the dissection without device removal. Injury to an access vessel was also reported which required medical rx treatment. It was reported that this patient underwent conversion to open repair eight days post operatively to treat an extension of the dissection. An injury to the access artery requiring medical rx treatment was also reported.

Manufacturer narrative:
Additional devices involved in procedure are: tgu343410, tgu343415, tgu373710, tgu373710.

Event description:
The patient was implanted with five conformable gore tag thoracic endoprostheses.

Event description:
On or about (B)(6) 2013 this patient underwent emergent endovascular treatment.

Manufacturer narrative:
All information contained in this event file was received from the vqi data base. Vqi is not managed, maintained or supervised by gore; or any representative of gore. The initial information obtained from vqi is the only information being provided. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided. Please note: the year of implant was provided, however the exact date of implant is unknown and will be estimated to be on or about (B)(6) 2013.

Manufacturer narrative:
.